Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy, chest pain, electrical shocks, and numbness in lower extremities. As a result, surgical intervention may be undertaken to address the issue. As a result, surgical intervention was undertaken in (B)(6) 2024 wherein the entire system was explanted to address the issue.